Manufacturer narrative:
During inspection and testing, there were dead pixels in the image which prevented it from being entirely visible due to an lcd panel failure. In addition, there were vent segments missing from the rear cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, there were dead pixels in the image which prevented it from being entirely visible. This report is being submitted for the malfunction found during evaluation (dead pixels). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty lcd could not be identified. Olympus will continue to monitor field performance for this device.